Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing end of life pump failure. Waveform and vent filter analysis determined that the pump was not filling properly, confirming end of life. The patient was placed on pneumatic support and it was decided by the hospital to exchange the patient's lvad with another lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.